Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 3 years after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 and signs of stress shielding suggesting stem mobilization. Aseptic loosening is a possible literature described adverse event after cementless hip replacement and causes are often unknown. The reason of this event cannot be determined. Batch review performed on 12 november 2018. Lot 152132: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On oct 15, 2018 we were informed that 2 years and 10 months after primary the patient came in complaining of pain. On (B)(6) 2108 the surgeon revised the hip for a stem potting (distal fixation + proximal radiolucency). Stem, head and liner swap. The surgery was completed successfully.